Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Reportedly, paramedics provided assistance and monitored customer's bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
On march 10th, 2024, the distributor reported the additional information: customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 46 mg/dl. Customer was assisted by paramedics and monitored customer's bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.